Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: deflation. Device evaluation: opening on posterior and white particles inner the shell. Leak test and microscopic analysis was performed which identified: striated opening on posterior. Observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage.

Event description:
Healthcare professional reported left side deflation and "valve leaked when squeezed." Device has been explanted and replaced.